Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/14/2019. It was reported performance pull off suture needle. Five unopened samples were returned for analysis. The sample complaint was not returned for evaluation. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: according to the customer, the surgeon doesn't want to answer to the questions. A radiography has been made with validation of the needle in intra abdominal. It does not seem to be planned to remove the needle for the moment

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was x-ray performed? Results? Location and size of needle retained. Any plans to remove the retained needle? Any patient consequences reported? What medical/surgical intervention was provided?= caesarian procedure. Surgeon's opinion about needle retained in patient. Patient demographics (initials/ID, age or date of birth, weight, gender). Are any samples available for evaluation and being returned?

Event description:
It was reported that a patient underwent a caesarian procedure on an unknown date and suture was used. During the procedure, the needle pulled away from the thread (at the junction point between the needle and the thread). The needle fell into the patient's abdomen and was not retrieved on this day. Additional information has been requested.